Manufacturer narrative:
Analysis was performed by remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. The customer observed a speaker malfunction alarm - when clicking on the message it says to contact service. The customer noted it was not beeping on patients only when the monitor moved it beeps. The rse concluded the cable for the speaker was loose; therefore, the monitor will need to be rebooted, speaker cable reseated, and then tested with demo mode. If this does not correct the situation, the customer will need to replace the speaker. The main board will need to be replaced if the speaker seems not be reaching the level of sound to be heard or if the replacement speaker not forming the proper results. The rse concluded the root cause of the issue was the speaker; therefore, he supplied parts information for the speaker assembly and the mainboard to resolve the issue. Based on the information available, the cause of the reported problem was the speaker assembly and the mainboard. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the speaker is not sounding. The device was in use on a patient at the time of the event, there was no adverse event reported.